Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was 212 mg/dl. The customer stated that insulin does not exit with plunger push. The customer was advised that alarm was caused by set/reservoir connection. The customer was advised to replaced set and reservoir. The customer was advised that we would replaced that product.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.